Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # va0aqjz, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3037, serial # (b)(46), product type programmer, patient. (B)(4).

Event description:
The patient reported a poor communication screen on the patient programmer (pp). An antenna was used and syncing with the implantable neurostimulator (ins) did not resolve the issue. There was no telemetry. They tried new batteries. It did work okay without the antenna. The pp poor communication started in (B)(6) 2015. The patient also had a return of symptoms that had worsened. There was a time when she felt like she was electrocuted. There had been no fall or trauma. It was noted that the ins was currently off. The patient then turned the ins on and adjusted stimulation level up and down, but did not feel stimulation on the program at any level. The patient felt electrocuted started in (B)(6) 2015. The return of symptoms started in (B)(6) 2015. The patient had a follow-up appointment with a healthcare provider (hcp) on (B)(6). The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient later reported that she received the new pp and she was not able to feel stimulation or get symptom relief. Stimulation was up to 8.4 and she could not feel it. Then it was turned down to 4v where she normally had it. The patient would get a question mark on the pp. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.